Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the screen on this unit flickers and then goes back. When cycling power it does the same thing. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and replaced the blank screen and returned it working to service specifications. At this time the part is not available for evaluation. If the device is returned then a supplemental report will be submitted.